Manufacturer narrative:
H.6. Investigation summary: bd received 1 photograph from the customer for investigation. Evaluation of photograph indicated satisfactory draw level. In addition, 20 retain samples from bd inventory were draw-tested with deionized water, and all 20 tubes drew within specification. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. This complaint was unable to be confirmed for overfill. Bd was unable to identify a root cause for indicated failure mode.

Event description:
It was reported that during use of the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tube, overfill was observed. There was no report of patient impact.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tube, overfill was observed.there was no report of patient impact.